Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The mesher gave an incomplete mesh on previously recovered cadaver donor skin. The device did not have any physical damage. This was not during a surgical procedure. The mesher was used to mesh previously recovered cadaver donor skins to make skin drafts. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On august 1, 2018, it was reported that the mesher gave an incomplete mesh on previously recovered cadaver donor skin. The device did not have any physical damage. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report of skin graft mesher serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) fifteen times as documented in the repair reports in livelink. The last repair was february 19, 2018 where it was reported that the device was producing an incomplete mesh and the roller, worn bushings, worn side plates, damaged comb, gear, shoulder bolts, carrier guide, comb springs, screws, and washers were replaced. This is not a related issue. The device history record (DHR) and previous repair report of skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) documented in the repair reports in livelink. The last repair was february 19, 2018 where it was reported that the device was sent along with skin graft mesher device, serial number (B)(4) for evaluation and the collars, bushings, and gear were replaced. This is not a related issue. The device history record (DHR) and previous repair report of skin graft mesher 2:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The last repair was february 19, 2018 where it was reported that the device was sent along with skin graft mesher device, serial number (B)(4) for evaluation and the collar, bushings, and gear were replaced. This is not a related issue. Product review of the skin graft mesher on august 9, 2018 revealed that the calibration was slightly out of specifications. The device produced a passing sample mesh with our test cutter. The gear and roller had visible damage. The 1.5:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. The 2:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 9, 2018 which included replacement of the roller, gear, washers, and shoulder bolts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review by zimmer biomet surgical it was noted that the device produced a passing sample mesh with the test cutter and the 1.5:1 ratio cutter, serial number (B)(4) produced a passing sample mesh.2:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. However, it is unknown that what cutter customer used to mesh the graft. The root cause of the reported event could not be specifically determined with the information that was provided since during the product review by zimmer biomet surgical it was unknown what cutter customer used to mesh. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.